Manufacturer narrative:
(B)(4).revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition'.this report is re-submitted due to webtrader indication of a failed original submission and refusal to accept submission with the same MDR ID number. A duplicate report may exist with report number 2027971-2019-17481. This report shall supersede report number 2027971-2019-17481 if duplication is identified in the adverse event reporting database.

Event description:
Implant failed due to loss of osseointegration.